Manufacturer narrative:
(B)(4), follow up for device evaluation. It was reported the barrel markings are misaligned. To aid in the investigation, one sample in an opened packaging blister was received or evaluation by our quality team. A visual inspection was performed, and the scale marking is skewed with the zero-line 5/16" off. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel scale marking process. A device history record review was completed for provided material number 302830, lot 4172615. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830, batch # 4172615. It was reported by customer that the volume markings are off/misaligned. Verbatim: concern is that the volume markings are off/misaligned. Not sure if this is a noted issue with the lot or a one off. The syringe was kept and the supply chain department at ketchikan has the product.